Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
The nrg x3 ps tibial insert can't insert to baseplate. The doctor changed to a new one and finished the surgery.

Manufacturer narrative:
An event regarding size/fit (unable to insert into baseplate) involving a scorpio insert was reported. The event was not confirmed. Method & results: device evaluation and results: the insert was returned in used condition. It is damaged. The superior surface of the insert has some scratches and indentations. The post is intact. The bottom portion of the locking mechanism in the back end is damaged with crack/fracture. The underside of the insert shows damage consistent with malalignment of the insert on the baseplate. The anterior face shows damage consistent with explantation of an insert. Device brought to tibial plastics cell for inspection however the device was determined to be too damaged for functional with a go/no-go gage. Medical records received and evaluation: not performed as no medical information was provided. Device history review: a review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusion: the event could not be confirmed as the device was returned damaged and a functional could not be performed. The damage to the insert is consistent with explantation. The exact cause of the event could not be determined because insufficient information was provided. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The nrg x3 ps tibial insert can't insert to baseplate. The doctor changed to a new one and finished the surgery.